Event description:
The following is based on a review of the pt's med records provided to davol by the pt's atty. On (B)(6) 2004, pt underwent an abdonimal sacral colpopexy with implant of a bard/davol flat mesh and left salpingo-oophorectomy due to a history of recurrent vaginal vault prolapse. On (B)(6) 2005, pt went to urgent care due to complaints of painful urination, low grade fevers and pelvic pain radiating to her back. Pt was diagnosed with uti and placed on oral antibiotics. On (B)(6) 2005, pt was admitted to hosp due to complaints of vaginal discharge, dysuria, nausea, vomiting, and pain. Pt was diagnosed with acute onset inflammatory process in the pelvis. Per physician discharge summary "apex of the vagina was noted to have a necrotic area with purulent material coming from it." On (B)(6) 2005, the pt was diagnosed with infected pelvic mesh and underwent transvaginal resection/explant of infected mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The med records indicate the pt was treated for infection. A mfg review was performed and found no evidence of a mfg related cause for the related event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.